Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon broached the patient's femur to a size #1. When the actis #1 stem was inserted into the femur it was deemed to be too loose to accept. The surgeon elected to broach up to a size #2. The #2 actis was inserted and considered be a good fit. The size #1 was explanted. It was also reported that there was non-cemented interface. There was a surgical delay of 5-10 minutes. Doe: (B)(6) 2018; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot hm3143 device history review DHR review was done for part number 101012010 batch number hm3143 and no deviations or anomalies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.